Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that in attempting to place the minimidline, the nurse encountered resistance to needle insertion and, later putting in the guide wire, attempted to advance the cannula unsuccessfully. The nurse tried to retract the cannula and in this operation he noticed that the device was shorter and deduced that part of it had remained in the subcutis in the inner lateral side of the patient's left arm. This was confirmed by the radiological examinations done after the event. The event resulted in a prolonged hospital stay and a skin incision. The ruptured piece has not been removed. Patient received a brachial x-ray and CT scans.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in the catheter is confirmed and was determined to be use-related. One 20 ga x 10 cm powerglide pro catheter was returned for evaluation. An initial visual observation of the returned catheter showed blood residues throughout the device. The catheter was observed to be broken along the catheter shaft, near the distal tip. A microscopic observation of the break site of the catheter showed a chevron-shaped break site with sharp fracture edges. The fracture surface appeared granular. The fracture features were consistent with damage caused by pulling the catheter back against the needle tip, following catheter advancement during the insertion procedure. An examination of the catheter structure revealed no potential damage/defect related to the manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.